Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The difficulty to remove was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k number of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that before use a 3.75x12mm nc tenku rx balloon dilatation catheter (bdc) stylet could not be removed from the guide wire lumen. The device was not used and there was no patient involvement. A non-abbott bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.